Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Connection issues with the ventricular lead were reported during the implant procedure. Clicking of the screwdriver was not obtained. It was reported that the set-screw was fixed to the tip of the screwdriver.